Event description:
Allegedly the patient was at work when he bent over and felt the pop; broken neck.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.